Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) code, indicative of a data problem involving patient information. Review of device data by boston scientific technical services confirmed there were no signs of corrupted counters and no corruption in the patient log. The device appears to be operating normally now, and the normal pd actions apply. The patient was also reported to have experienced an infection and erosion involving their system. The infection was surgically addressed, and the s-ICD remains in service. No additional adverse patient effects were reported.